Event description:
The patient received a gastric band via a laparoscopic approach one year ago. She has had numerous fills to create a gastric restriction but it's been noted that, on follow-up, she has slightly less fluid and no restriction. She has been unable to lose weight.